Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. Number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was implanted with proximal femoral nail anti-rotation (pfna) devices on an unknown date. X-ray was taken on an unknown date showing that the 240mm pfna, the blade, and the locking screws were broken. Patient outcome was not reported. This report is for one (1) screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device history lot part: 02.027.035s. Lot: l216510. Manufacturing site: (B)(4). Release to warehouse date: 06. Dec. 2016. Expiry date: 01. Nov. 2026. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary. Visual inspection: the visual inspection of the pfna ¿ blade has shown that the surface of the sleeve is heavy damaged also one blade is slightly deformed. Furthermore, the threaded locking screw is complete jammed inside of the outer locking screw and also the sleeve is complete jammed. The rotating blade head is blocked. Function test: a functional test cannot have performed as a result of the jammed parts. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the article, therefore no drawing/specification review is needed. Summary: our investigation has shown that the complaint condition cannot be replicated "broken pfna balde", but due to the damages at the pfna blade this complaint will be rated as confirmed as the functionality on this device is not given anymore. This lot was manufactured in december 2016 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. The investigation has shown that the surface of the sleeve is heavy damaged also one blade is slightly deformed. Furthermore, the threaded locking screw is complete jammed inside of the outer locking screw and also the sleeve is complete jammed. The rotating blade head is blocked. We can only assume, that these occurrence can be traced during removal or a possible instability of the fracture situation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) pfna blade perf l100 sst.

Event description:
Expatiation of the broken pfna took place on (B)(6) 2018. The patient reported issues of pain before the explantation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.